Event description:
As reported by field clinical specialist, the patient developed a type a dissection after deployment of the 26mm sapien 3 ultra valve. It was determined that endo intervention tevar was performed. The patient was alive at end of procedure. The valve successfully implanted. There was no central leak. There was no device malfunction/difficulty using the device during case. There was no allegation of device deficiency. Additional clarification indicated "the md had the pusher far back above the 3 radiopaque makers. He tried re-crossing the native calcified valve but had difficulty, and upon pushing hard, the pusher dragged along the outer curve of the ascending aorta." Positioning was difficult as the valve was heavily calcified. The valve was heavily calcified and in combination with the physician not advancing the pusher against the valve, made it difficult to cross.

Manufacturer narrative:
Device is not available for return. Investigation is ongoing.

Manufacturer narrative:
As no lot number was provided, a device history review, or lot history review could be performed. As no product was returned, no functional testing, dimensional testing or visual inspection could be performed. No imagery returned. The latest revisions in accordance to the occurrence date of the event were reviewed since no lot number was provided for the commander delivery system, as they are the most relevant and representative of procedural steps. The IFU for commander delivery system, the device preparation manual and procedural training manual were reviewed. It is noted that heavy calcification can be a factor that makes it difficult to cross. No IFU/training deficiencies were identified . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The difficulty crossing was unable to be confirmed as neither the complaint device nor applicable imagery was returned. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the device history record and lot history were unable to be performed as no work order # was provided. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, ''the valve was heavily calcified and in combination with the physician not advancing the pusher against the valve, made it difficult to cross.'' ''The pusher dragged along the outer curve of the ascending aorta.'' ''The patient developed a type a dissection after deployment of the 26mm sapien 3 ultra valve. It was determined that endo intervention tevar was performed.'' The procedural training manual instructs to ''ensure the flex catheter tip is flush with the thv for support during crossing''. In this case, the improper valve crossing technique may have led to the advancement difficulties, damaging the patient anatomy and resulting in the reported dissection. In addition, the presence of calcification can cause interaction between the advancing delivery system with thv and calcified nodules present, obstructing the valve crossing and resulting in the reported difficulty crossing the native annulus. Without applicable patient or procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient factors (calcification) and procedural factors (improper valve crossing technique) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no product risk assessment (pra) is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required.